Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-04: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulation wasn't working as intended. Patient stated that their back was not having it and that the ins was worse for their back and that their back was unbelievable. Patient stated they wanted the ins taken out of them as they were hurting, was in pain and uncomfortable. Patient stated their right leg was giving up as well. Patient added that they wanted the device taken out of them because the device wasn't really working as well as it was when they didn't have the device implanted. Patient stated that the device was working pretty good and that they were reprogrammed, but part of their body wasn't working where they wanted it to work to control the pain and the pain was still there. Patient confirmed that they adjusted their therapy and had been reprogrammed. Patient stated they had an upcoming appointment with their pain management doctor and that a representative would be present. Agent advised patient to continue working with their pain management doctor and the representative. On 2025-jul-10: additional information was received from a healthcare professional (hcp). The hcp reported that the device was explanted.

Manufacturer narrative:
H6: codes updated h3: analysis of the implantable neurostimulator (ins), model 97715, s/n (B)(6), revealed the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.